Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report, the recipient was involved in a trauma on (B)(6) 2017. In situ measurements showed affected channels. Effect on hearing performance was reportedly not significant at that time. As per information received in 2022 a device failure has been confirmed and the recipient has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
According to the report, the recipient was involved in a trauma on september 17, 2017. In situ measurements showed affected channels. Effect on hearing performance was reportedly not significant at that time. As per information received in 2022 a device failure has been confirmed and the recipient has been re-implanted on (B)(6), 2022.